Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown.

Event description:
During the atrial fibrillation procedure, air leaked from the sheath. After mapping with a non-abbott device (j&j, octaray), the catheter was exchanged for a non-abbott device (boston scientific farawave) and introduced through the sheath. When blood was aspirated from the side port, air continued to enter the syringe. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.